Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported adverse event and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient sought medical attention for hyperglycemia. The patient's blood glucose levels reached 500 mg/dl while wearing the pod on the abdomen. Symptoms reported include vomiting. When removed from the infusion site, the cannula was found to be bent. As treatment for the hyperglycemia, the patient's healthcare provider activated a new pod and administered shots of insullin. The patient no longer has the pod.